Manufacturer narrative:
A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a capsular tear in a patient's right eye during a laser assisted cataract procedure. Energy for the capsule was increased prior to treatment by the engineer. Lens was white in appearance. The surgeon used trypan blue prior to removing the capsule. Less than one clock hour tag was present. Surgeon used micro scissors and cystome to complete capsulotomy. During phacoemulsification of quadrant removal, the surgeon had capsular tear. The planned intraocular lens (iol) was changed to three piece iol which was placed in the sulcus. No vitrectomy was performed. Surgeon did remark that the patient will need a vitrectomy to remove the residual lens pieces at a later date.